Manufacturer narrative:
Based on the information reviewed and the return device analysis, the reported leak was confirmed as fluid was noted to leak from the gripper cover body assembly. A review of the lot history record identified no exception issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It was determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted, but shortly after, it was observed a leak occurred at the gripper levers. Due to the issue, the cds was removed and replaced. The new clip was placed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.